Event description:
It was reported that the pump exhibited clutch error. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed the presence of travel reverse and coarse error. Functional testing was performed, and the reported issue was confirmed. The cause of the issue was traced to worn out clutch parts. The device was repaired by replacing the left and right clutch, and clutch spring.